Event description:
It was reported that cgm displayed error message during sensor use with g7 sensor. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with assistance, confirmed that cgm error did not recur, and successfully started new sensor session, with no additional outcome information available.